Manufacturer narrative:
Inspected one opened and used sensor and performed visual inspection and found insertion needle bent inside the sensor base. No needle or cannula break was found during visual observation. Then made a visual inspection and found the sensor with cannula bent.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that two sensors failed, one sensor cannula was broken and the second sensor's cannula was bent. No harm requiring medical intervention was reported. The sensor will be returned for analysis.